Event description:
It was reported that during an implant procedure, the lead helix was unable to extend properly, and the lead experienced difficulty staying in place during the implant process. The lead was replaced and the procedure was completed. No adverse patient consequences were reported.

Manufacturer narrative:
The reported events were unable to implant and the helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the helix was retracted and clogged with blood. X-ray inspection found the inner coil over-torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to the over-torqued inner coil and the helix being clogged with blood.

Event description:
New information received notes that the issue was noted after lead placement and the physician alleged malfunction.